Manufacturer narrative:
Health effect - clinical codes, health effect - impact codes, and medical device problem codes were corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The known internal driveline fault were extracted manufacturer report numbers 2916596-2021-02341, 2916596-2021-01754, and 2916596-2021-02941. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3/heartmate ii left ventricular assist system}. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was hospitalized for a confirmed gastrointestinal (gi) bleed through from the appearance of black stool. No diagnostic tests were run. The patient was given and held coumadin for a few days and received 4 units of packed red blood cells (uprbss). The patient also had log files sent in for evaluation with known internal driveline faults with associated manufacturer report numbers: 2916596-2021-02341, 2916596-2021-01754, and 2916596-2021-02941. Technical services only found the known driveline faults throughout the log files. The patient and family have decided not to pursue a pump exchange.